Event description:
It was reported the patient's parkinsons has progressed. The patient experienced visual disturbances, hallucinations, delusions and was admitted to the hospital. The patient was "on a lot of medications." The patient had not seen a dbs physician in over a year. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2009-(B)(6), product type extension product ID 748240, serial# (B)(4), implanted: 2003-(B)(6), product type extension product ID 3389-40, lot# j0337392v, implanted: 2003-(B)(6), product type lead. (B)(4)